Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a balloon inflation issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a inflation issue. Unit reported to have "inflation issue". A getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected logs, noted gas loss in iab circuit alarms, and recent iso dsp exception fault #7. Per service manual for fault#7, so he replaced front end board (d202-00-0140), (d670-00-1164) and re calibrated unit. All parameters were tested normal and the unit was delivered for clinical use. Unit could not duplicate gas loss or note any other inflation issue. Performed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. No patient involved and harm event occurred.